Event description:
It was reported that during use of the shaver handpiece, the conosole displayed a torque limited error message. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation was unable to confirm the reported problem of torque limited. Further investigation found that the handpiece has a potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.